Event description:
An implantable cardiac defibrillator (ICD) system was returned from a funeral home with no information. Information identified in the manufacture's data base indicated the patient died approximately ten months post implant of the ICD system approximately four years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. All the conductors had blood/body fluid that was not obstructing. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.